Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
A nurse reported that the patient experienced a shocking sensation that the patient has never had before as of about two weeks prior to date notified. It was stated that when they walked through their neighbor's property on neutral ground there was an electric fence for a dog, and the patient felt a zapping sensation from the device. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is unknown. See related regulatory report 3004209178-2016-25020.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the healthcare provider reported the zapping sensation had resolved. It never recurred and had only occurred when the patient was crossing near the electronic dog fence. It was noted interrogation print-outs were not applicable and all readings and impedances were [illegible].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.